Manufacturer narrative:
Urinary retention (catheters). Event date is approximate, the year is valid.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that their bladder was "over flowing" and they have had catheters in and out. Patient services reviewed how to increase stim. The patient was able to increase stim to where they could feel stim. If symptoms don't improve patient will call back for assistance changing programs. There were no device issues reported, and no further patient complications reported at this time.